Event description:
Reported on (B)(6) 2017 she had pain and swelling in the left knee as well as entire lower leg. It had calmed down no redness or fever at this time. Route: intra-arterial. Therapy start date: (B)(6) 2017. Event abated after use stopped or dose reduced.